Event description:
On 14 may, 2008, abbott spine became aware of the following event related to a patient enrolled in a postmarketing study. In 2005 the patient underwent a minimal invasive l5-s1 posterior lumbar interbody fusion (plif) surgery. On an unknown date the patient experienced numbness in the left leg and foot, complained of balance problems, groin area pain, and left hip pain. On an unknown date, the left leg and foot, complained of balance problems, groin area pain, and left hip pain resolved. The reporting physician believed that the event of left leg and foot, complained of balance problems, groin area pain, and left hip pain were not related to pathfinder pedicle screw system. In 2006, the patient had a revision surgery for pseudoarthrosis and failure to heal. The patient experienced small bowel obstruction post-op revision surgery. On an unknown date, the small bowel obstruction resolved. No further information available.

Manufacturer narrative:
No device will be returned. The event is documented from a postmarketed study. Investigation pending.